Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed, since the sample was not available for investigation. Therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.

Event description:
The event is reported as: complaint description: test fire was successfully done by scrub tech. Jaws on applier were partially closed by scrub tech, the headed to the physician for insertion into a single site trocar. The physician experienced difficulties inserting the 5 mm trocar into the applier. Afterward, the applier jaws would not open fully to load the clips. No pt injury reported. Pt current condition is fine.